Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated. Customer alleged no issues with the pump or supplies. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.